Event description:
During a.m., user experienced low sodium, potassium and chloride results. One pt example was provided. Initial sodium result 118.9 mmol/l, repeat 126.3 mmol/l. Initial result was reported and a corrected report was sent to ward. Pt was not adversely affected. The field service representative determined worn tubing under the mix tower to be the cause and replaced the tubing. Performance checks were performed and without specification.